Event description:
It was reported that the device had a force sensor test failure. The event occurred during testing, and there was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Nvestigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Several force sensor test errors were found in the event history log. Visual and functional tests were performed, which found fluid ingression/contamination and corrosion inside the plunger head assembly. This was the cause of the issue, and the plunger head assembly including the plunger cable, board and tube were replaced to fix it.